Event description:
Three locking screws stripped while implanting a proximal plate completely via power. No screw debris fell into or was left in the patient.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported event of the stripped screw, cross threaded for locking screw axsos 4.0mm / l40mm could be confirmed, however the functionality of the device is fully given. Based on the investigation, the root cause was attributed to a user related issue. All 3 locking screws axsos 4.0mm were striped superficially (ref# (B)(4) presents only superficial scratches). All torx footprint wall are just superficially scratched and not deformed only the upper portion of the torx footprint is deformed on ref# (B)(4) and ref# (B)(4). It is the result of miss use of ref# (B)(4) screwdriver bit axsos t15 and ref# (B)(4) together, the screwdriver tip shall be fully seated in the screw head, connection between the implant and the instrument require precise positioning and fixing is secure. The reason for deformation is not enough surface of contact between the devices. Besides, torque required increased by the screw being cross threaded. Additionally, power has been used, in this case, do not use power for final insertion of locking screws. It is imperative to engage the screw head into the plate using the torque limiting attachment. Therefore torque applied went beyond the yield strength of the screw. Damages and deformation noticed do no compromise the functionality of the devices. The reason for deformation is not enough surface of contact between the screwdriver and the screw. Therefore torque applied went beyond the yield strength of the screw. Damages and deformation noticed do not compromise the functionality of the devices. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
Three locking screws stripped while implanting a proximal plate completely via power. No screw debris fell into or was left in the patient.